Event description:
It was reported that t:slim x2 pump battery would not charge despite using a confirmed working wall outlet and adapter. There was no adverse impact to the customer¿s blood glucose level. Customer tested pump with own non-tandem charging device, after which pump began charging and remained on without shutdown, and no further assistance was required.